Event description:
It was reported that the patient presented to the emergency room (ER). The patient's right atrial lead exhibited high capture threshold and high pacing impedance. Patient felt some palpitations. Programming changes were performed. The patient was in stable condition.